Event description:
It was reported that the balloon ruptured. A ranger paclitaxel-coated pta balloon catheter 6mm x 100mm, 135cm was selected for endovascular therapy for lower limb arterial stenosis of the superficial femoral artery. The target lesion had 95 percent stenosis and moderate calcification. The physician inserted the catheter, and upon treatment the balloon had a pinhole rupture during a single inflation at 6 atm for 10 seconds. The device was able to be removed without any problem using the normal removal method. The procedure was able to be completed successfully using another device without sequela.